Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a pump alarm occurred during bolus delivery. Customer changed the cartridge and the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.